Event description:
Complainant alleged that during biomed testing, that the device failed to power up in battery power. When powered on in ac power, the device displayed "pacer fault 116" and "defib fault 72" messages. Complainant indicated that there was no pt involvement in the reported malfunction.